Event description:
Healthcare professional reported 3 hrs after injection with juvederm voluma xc in the left nasolabial fold pt developed pain under the nostril on the left hand side. However, the pt did not contact the healthcare professional until 72 hrs post injection. Upon assessment, pt had mottled/bluish skin discoloration and "whitish pustules" at the left "ala nasal area" and necrosis of the left nasolabial fold. Pt also reported continued pain at the left "ala nasal area." Immediate treatment with hyalase, aspirin, and rectogesic cream commenced to "prevent further vascular complication"; pt symptoms resolved 72 hrs later.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the rptr regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of pain, mottled/bluish skin discoloration and "whitish pustules, necrosis and "vascular complication" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.